Manufacturer narrative:
The intellanav mifi open-irrigated was evaluated by boston scientific. Upon receipt at the post market laboratory, the device had the shaft cracked, and it may be related with some other factors such as handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity. With all the available information, boston scientific was able to confirm the reported clinical observation of tears/rips/holes/separation device material.

Event description:
It was reported that during an ablation procedure to treat an atrial flutter (afl), an intellanav mifi open-irrigated catheter was selected for use. It was observed that the catheter had a crack on the shaft. There was no resistance felt while maneuvering this catheter. The catheter was replaced, and the issue was resolved. Procedure was able to be completed successfully. There were no patient complications. The device was returned for analysis.

Event description:
It was reported that during an ablation procedure to treat an atrial flutter (afl), an intellanav mifi open-irrigated catheter was selected for use. It was observed that the catheter had a crack on the shaft. There was no resistance felt while maneuvering this catheter. The catheter was replaced and the issue was resolved. Procedure was able to be completed successfully. There were no patient complications. The device was returned for analysis.